Manufacturer narrative:
Additional information received from medical records 04/20/2015. In summary: the pt had a prior history of left wrist degenerative and arthritic disease that had been unsuccessfully treated non surgically and surgically prior to the implantation of the integra devices. The pt sustained a work-related traumatic injury and had repairs performed that included the implantation of the integra device system "symptomatic" hardware from prior surgery removed. Report from CT scan performed one year postoperatively indicates post-surgical fusion with continued degenerative changes. The integra plate is not identified as fractured in this report. Two weeks following this CT scan the pt underwent a permanency evaluation. It is described that the surgery failed to alleviate the pt's pain. The physician feels the pt may need additional surgery. Two years later there is an x-ray image of a wrist with the fractured hardware and an operative report indicates the pt went for a revision surgery to remove broken hardware. The report describes the removal of the integra devices and the implantation of a different device from a different company. Cultures were taken of the (integra) old plate to make sure there was no infection, however, there was no suggestion of osteomyelitis or infection.

Manufacturer narrative:
Legal complaint document received by medical complaint specialist 03/19/2015. Summary of information: (B)(6) 2010 pt underwent left total wrist arthrodesis to address post-traumatic arthrosis and related sequelae secondary to a previous work-related injury. It is alleged the fusion plate was microstructurally compromised and/or otherwise defective. This caused a fatigue fracture (discovered via imaging studies on or about ((B)(6) 2013), necessitating revision surgery with removal of the broken hardware. As a direct result of this subsequent revision surgery, the pt suffered bilateral pulmonary embolism, requiring emergent hospitalization and inpatient admission for step-down monitoring and further necessitating prolonged anticoagulation therapy. It is reported the pt suffered serious, painful disabling and permanent physical and emotional injuries, including the development of a tremor secondary to venous thromboembolic disease. The pt continues to be sick, sore, lame and disabled. Integra has completed their internal investigation 03/22/2015. Methods: review of complaint history. Results: none of the components that make up the implanted total wrist fusion system were returned for evaluation. The part numbers and lot numbers of the system that were implanted on (B)(6) 2010 were not provided. This prevents integra from conducting a failure analysis and a device history record review. A review of sales figures determined that integra has sold (B)(4) total wrist fusion plates worldwide since the product was launched in 2010 including this complaint, the three reported complaints of a fractured fusion plate represents a failure rate of (B)(4). Conclusion: based on the limited amount of information that is currently available, a root cause cannot be determined. This record will be amended if additional information is made available. Integra lifesciences continues to monitor the field for all complaints and customer feedback on the totalwrist fusion system and action will be taken if any actionable trends are identified.

Manufacturer narrative:
Integra has completed their internal investigation on 15may2016. The investigation activities included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: review of device history records determined that the total wrist fusion standard bend plate (p/n 303101, lot # nm9981), consisting of a quantity of (B)(4) pieces, was manufactured by nemcomed in (B)(4) and received at ils (B)(4) on january 7, 2010 inspected and released into inventory on january 19, 2010. Nemcomed provided a certificate of conformance, documenting that lot # nm9981 had been manufactured to the specifications. Nemcomed provided a material certificate and chemical analysis of the (B)(4) stainless steel that was used to manufacture the total wrist fusion plates. An mrr was issued against lot # nm9981 for (B)(4) pieces out of (B)(4) measuring out of specification for the plate bottom to screw thread depth. An evaluation by quality assurance determined that the measurement method was not appropriate. Changes were made to inspection by requiring a functional check with screws and locking caps in place of measurements using a thread plug gage and digital calipers. A query found two other customer complaints associated with an implanted broken total wrist fusion plate. The query was based on the terms ¿total wrist fusion¿, ¿fusion plate¿ and ¿plate¿ and the part numbers for the three fusion plates, 303100, 303101 and 303102 and covered the time frame of 2010 to present. A trend analysis failure rate was performed by determining the number of reported non-conformances for the three total wrist fusion plates. A failure rate percentage was determined by calculating the non-conformance rate as a function of the number of opportunities based on the number of total wrist fusion plates that have been sold. (B)(4). The metallurgical analysis revealed fatigue failure in the fusion plate, p/n 303101, that started above the screw surface, and worked its way down, where a shear lip finally separated the pieces. There are classic and distinct fatigue striations patterns present, top to bottom. There were no non-conformances that could be attributed to a material, manufacturing or design defect. Conclusion: potential failures that would be caused by defects in manufacturing are mitigated through the manufacturer's process quality control and is sufficiently controlled and verified with manufacturing records and certificates of conformance provided upon receiving. Further inspection is conducted by ils (B)(4) at receiving and by ils (B)(4) during the instrument set replenishment process, establishing a very low risk that a manufacturing related defect was the root cause of the complaint. This is supported by the metallurgical analysis, which determined that there were no non-conformances that could be attributed to a material, manufacturing or design defect. Integra is unable to determine if the root cause of the failure was the result of improper bone fixation, improper surgical technique or post-operative physical trauma suffered by the patient. Unstable bone fixation leading to increased implant stability and material fatigue can occur if the fusion plate is subjected to significant loading. The total wrist fusion plates are not supposed to take the place of the fusion, but rather, it is to hold the wrist in position and prevent movement, to facilitate fusion, and immobility, until the body heals. It is not meant to be an implantable wrist support. Ultimately the fusion plate will fail if it is subjected to stresses beyond those it was designed for.

Manufacturer narrative:
Additional information received 06/16/2015. Medical history records and updated/new legal complaint documents. Included in the information is the opinion the fractured hardware is not the result of a product defect, but the result of persistent non-union of the joint attempted to be fused. Other information provided does not include new, information but does provide more detail to what has already been reported.

Event description:
It was reported by a lawfirm the patient had the device implanted on (B)(6) 2010. He has suffered pain, economic loss and costs of medical care from the product's defects. The patient discovered that the fusion plate was "fractured" via imaging studies on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.